Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. The system archives were reviewed and it found that the 3d model required thresholding. Fiducial placement was in a line and not to protocol. The site was provided the imaging protocol to go over the fiducial placement. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used for a cranial procedure. It was reported that a probe was inaccurate. The patient was registered for optical tracking. Was draped and went sterile. When the probe was brought back into the camera view, there was no longer visible tracking near the patient. The probe was moved approximately one foot away from the patient, they system showed the probe to be near the patient. Initial registration was completed with skin fiducials, however because the skin was retracted during surgery it was suggested to attempt a point merge registration. Length of delay and patient outcome are unknown at this time.

Manufacturer narrative:
.